Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal scheduled on (B)(6) 2023). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no essure removal date is future date: (B)(6) 2023. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure device seen displaced into the right side of the uterus.") In a 35 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain female, parity 2, gravida ii, smoker (smoking started at age 13 and daily one pack.) And obesity. Previously administered products included: ibuprofen, golytely, chantix, hydrocodone and acetaminophen. Past adverse reactions to the above products included: hallucinations with chantix. The patient had a family history of hyperlipidemia and type 2 diabetes mellitus. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2023, 4670 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (s/p tlh with lso and right salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: more than one essure related surgery-no essure removal date is future date: (B)(6) 2023. Discrepancy noted removal date of drug updated to (B)(6) 2023 from (B)(6) 2023 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.874 kg/sqm. [Pathology test] (date unknown): surgical pathology report: specimen submitted: uterus, with cervix and bilateral fallopian tubes and ovary, left essure coil hysterectomy. Diagnosis: uterus, cervix, bilateral fallopian tubes and partial left ovary, hysterectomy and bilateral salpingectomy - fallopian tube and adnexal tissue with fibrosis and adhesions -serous cystadenoma involving ovary -pieces of unremarkable ovarian parenchyma -medical device consistent with essure in left cornu of endometrial cavity -myometrium with adenomyosis -proliferative endometrium, negative for hyperplasia -cervix, no significant histopathologic alteration -fallopian tube, no significant histopathologic alteration (x1) history: chronic pelvic pain, status post essure coil placement. Gross description: received in formalin labeled "uterus, cervix, left tube, left essure coil, right tube". The left cornu is remarkable for a metallic coil, consistent with an essure coil. [Physical examination] on (B)(6) 2022: bilateral ovarian cysts, right side 2 cm cyst and left side is a 7 cm cyst, both simple cyst with some possible small hemorrhage in the right ovarian cyst. [Ultrasound scan vagina] on (B)(6) 2022: us, transvaginal. Bilateral complex ovarian cyst: other ovarian cyst, left side. Us, transvaginal: uterus: size (cm): fibroids; anterior submucosal fibroid measuring 2.0cm x 1.8cm. Essure coil visualized in the left fallopian tube. Right essure coil not visualized. [X-ray] on (B)(6) 2023: radiology report: procedure(s): rad/abdomen views examination: xr abdomen views supine erect. Indication: 35-year-old female with chronic pelvic pain status post essure device placement. Comparison: none. Findings: gas is scattered throughout the bowel. No dilated loops of bowel. No evidence of pneumatosis or portal venous gas. Pelvic phleboliths are noted. No acute osseous abnormality. Essure device is noted in expected location. Impression: 1. Essure device is noted in expected location. 2. Normal bowel gas pattern without evidence of obstruction or ileus. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device dislocation (10064684). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .non drug treatment updated. Event device dislocation added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal scheduled on (B)(6) 2023). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no essure removal date is future date: (B)(6) 2023. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.